Event description:
Reportedly, a follow-up was performed on (B)(6) 2014. During this follow-up, the message ¿aida memories are not activated¿ was displayed in the diagnosis section of the device memories (aida) screens and the majority of the normal aida information was not available. In addition, it was observed that the last updated p/r amplitudes in the overview screen and the statistics reset date were (B)(6) 2014, which is believed to be the date of the previous follow-up. During the follow-up on (B)(6) 2014, a new session interrogation was performed and the device appeared to operate as expected following the initial interrogation. The aida memories are not activated message did not reappear in the subsequent interrogation. Investigations are required to explain the non activation of aida.

Event description:
Reportedly, a follow-up was performed on (B)(6) 2014. During this follow-up, the message ¿aida memories are not activated¿ was displayed in the diagnosis section of the device memories (aida) screens and the majority of the normal aida information was not available. In addition, it was observed that the last updated p/r amplitudes in the overview screen and the statistics reset date were (B)(6) 2014, which is believed to be the date of the previous follow-up. During the follow-up on (B)(6) 2014, a new session interrogation was performed and the device appeared to operate as expected following the initial interrogation. The aida memories are not activated message did not reappear in the subsequent interrogation. Investigations are required to explain the non activation of aida.